Event description:
Philips received a complaint on the efficia dfm 100 defibrillator monitor stating that the device did not turn on. The rse evaluated the device remotely. It was determined that the device could not turned on due to a defective therapy pca. The therapy pca board (dfm100 assy therapy, 453564489061) was replaced to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.